Manufacturer narrative:
UDI number: na. The returned driver was evaluated. The tip of the device was found to be fractured. The device manufacturing records were reviewed and no manufacturing issues were found. After manufacture of this device, the design was enhanced to reduce the likelihood of this failure occurring.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a driver fractured off while removing a previously-implanted closure top during surgery. An alternative driver was used to complete the procedure. There were no reported impacts associated with this event.

Manufacturer narrative:
Additional information: lot number, conclusions - current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.